Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The feild service engineer fse reported they indicated a vtach alarm event was not heard/seen on (B)(6) for bed (B)(6) around 19:00. No emergent care was required/no patient incident.

Event description:
The field service engineer (fse) reported they indicated a vtach alarm event was not heard/seen on (B)(6)17 for bed (B)(6). No emergent care was required/no patient incident.